Manufacturer narrative:
The lead product was not returned for eval; the device remains implanted. Results of final device analysis for the ipg and extension products show no anomaly was found; the ipg and extension were functionally acceptable.

Event description:
The pt reported a loss of therapeutic effect; development of dyskinesia was reported by the spouse. The date of onset was 2007, subsequent high impedance levels were obtained and the ipg and extension were replaced in late 2007. The rep reported the surgeon had suspected a break in the lead and the ipg and extension were explanted and returned for analysis. No pt injury had occurred; the pt had recovered without sequela. The pt reported impedance levels had been high during surgery and currently remained elevated; the pt programmer now displayed question marks and the current condition of the pt could not be determined. The company rep redirected the pt to report symptoms to the hcp. Add'l info has been requested from the physician.